Event description:
The patient experienced a loss of therapeutic effect since a day prior the call. It was reported that the day prior to this call patient had traces of leakage showing signs and the morning of the call when playing cards leaked everywhere. It worked perfect up until the day prior to this call. The patient did not feel tingling towards the rectum and did before. The patient could not increase because it hurts the vaginal area. It was later reported patient do not have concerns with their device or therapy. The patient had not seen their health care provider yet but appointment was scheduled on (B)(6) 2015. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0p7r1, implanted: (B)(6) 2015, product type: lead. (B)(4).